Event description:
Reporter indicated that vns depression patient was hospitalized for suicidal crisis. Medication was discontinued and a mao-inhibitor (nordil) was started. Further follow-up revealed that the patient remains hospitalized and the suicidal ideation is still present. Vns therapy has not been discontinued.